Event description:
Valve was implanted in 1999, in a 13th months old pt presenting hydrocephalus symptoms following a brain tumor removal. The valve was explanted after 5 days due to obstruction signs and it was replaced. No reported complications.